Event description:
It was reported that pump experienced malfunction after customer changed cartridge, with malfunction alarm shown on pump display. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.